Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate accuracy test during preventative maintenance testing in the pharmacy department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device passed flow accuracy test with -3.532% accuracy error for 125 ml/hr rate, and with 2.44% accuracy error for 40 ml/hr rate, both accuracy errors are within spec as they are under 5%.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.